Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set would not prime. The nurse would have to attach an empty syringe and manually force prime the line. The reporter stated ¿once the IV set was primed, there would be no further issues during infusion¿. The device was being primed with 500 ml of normal saline along with an unspecified medication. The event occurred during prime; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between february 16, 2017 and february 17, 2017. As the samples were not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.